Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz double roller head pump. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an essenz double roller pump gave an error message ('pump defective') and would not turn when started during procedure. Not response even when operated after several attempts. Therefore, pump was swapped out with a loaner one by the customer. There was no patient injury.

Manufacturer narrative:
H11: the affected part was returned to livanova for a detailed investigation. The unit has been connected to essenz hlm console test bench and a 24 hour-long test run has been performed. The reported issue was not reproduced. No deviation has been found during test: the pump was able to run smoothly without showing any error message or stop. In addition, despite several attempts, no log files have been provided, thus the error code associated to the error message remained unknown. Complaints database analysis revealed no similar event since unit installation in 2023. Nevertheless, based on the results of a similar complaints review and taking into consideration that the problem was reproduced neither by the field service engineer nor during the investigation, it cannot be excluded that the error code associated was 2329 and that the pump would not start since the error message was not acknowledged. The reported error code is associated with a software exception for which an anomaly was logged. As consequence, software modification will be introduced in software essenz hlm version 1.5 by distinguishing alarm for difference root causes and introducing improved diagnostic information in log files,

Event description:
See initial report.